Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that there were problems with the er32o jaws and clips (after 6 clips). It was reported that the ligaclips were locking and breaking the jaws. None of the pieces fell into the pt. There was no consequence to the pt.